Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No restart error alarm could be verified due to a blank display. The insulin pump was received with a loose and protruded drive support disk, minor scratches on the display window, cracked display window corner and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump had a blank display the night before. The blood glucose reading was 220mg/dl. Troubleshooting was performed, and the drive support cap was loose. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.